Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent deformation, thrombus). No results available since no evaluation was performed. (Device not returned for evaluation). Evaluation conclusions: known inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images not provided for review). (Root cause could not be determined). (B)(4).

Event description:
A resolute onyx drug eluting stent used to treat a lesion in the rca. The lesion was severely calcified. The device was inspected prior to use with no issues noted. The lesion was pre-dilated twice with a sprinter legend balloon dilation catheter and the resolute onyx stent was deployed at 18 atm¿s with no issues reported. Stent boost was performed and final angio result was perfect. Approximately 3 weeks later the patient the patient was admitted to another facility where pci was performed and a thrombus was confirmed. The thrombus was treated with an export catheter. Four days later the stent was post-dilated to 18atm¿s. An oct device confirmed that there was ¿bad apposition¿ of the stent in the distal part. Patient is reported to be ok and no further clinical sequelae were reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (lesion morphology ¿ significant calcium burden). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ significant calcium burden).

Event description:
Image review: on review of procedural images it seems that problem is an unrecognised significant calcium burden at the first treatment which led to malposition and irregular stent shape, which then led to thrombosis. There is no evidence of stent malfunction from the images provided.